Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was 280 mg/dl. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified; however, an alarm 30 issue, was identified as well.